Manufacturer narrative:
The sensor was not returned to senseonics by the time of complain closure. No further investigation was possible without the physical device returned for evaluation to confirm any device malfunction.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal.